Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump had a blank display. The customer¿s blood glucose level was 25 mmol/liter at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up properly. Problem isolated to electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly.